Event description:
There were 2 different occasions in which the needle from the vacutainer came out and got stuck in the top of the blood container. Manufacturer response for vacutainer, onguard luer lock access device (per site reporter), awaiting response.